Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the insulin pump only doses some of the time and the screen on the insulin pump is black. Troubleshooting was performed. The customer's blood glucose is unknown. The insulin pump is returning.